Event description:
It was reported that the 9800 system displayed a "filament regulator failure" and "hi ma sense" error message. Rebooted unit and the case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Cleaned and regreased high voltage cable, performed a filament calibration and verified connections on filament driver pcb. The system was tested and found to be working as intended and placed back into service.